Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6): product type programmer, patient b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported couple of months ago they spoke with their manufacturer representative (rep) because the battery was getting low or depleting. Caller stated that they were charging the battery every 3 days but now the 'top number' would go down to 90% already. Caller said the battery level was going down quicker than it used to, and they were told to 'plugged it in all the time' but they cannot carry the controller around. Agent attempted to clarify the issue. Caller said the top battery was going down already (agent understood they meant the controller). Caller said the issue started june or july last year. Caller also said the controller battery went down to 60% last night. Agent had caller to reset the controller using the ac cord. Caller confirmed no visible damage on the controller compartment and battery pack. Caller said the controller powered on, green led light illuminated on the ac cord adaptor and green light flashing on the controller after the battery pack was reinserted. Caller said the controller battery was 90% and ins was at 60%. Caller suddenly clarified the issue that the ins was the one depleting very fast not the controller. Agent had difficulty understanding the caller. Caller stated that after they charged the ins to 100%, they will get the message 'finished' and then they will charge the controller, but the bottom battery (ins battery) will go down to 90% already. Agent reviewed information. Agent provided the national answering service phone number and redirected patient to their healthcare provider (hcp) to set up an appointment with rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that the patient would charge the controller to 100% then charge the implant to 100% but after an hour the implant would decrease to 90%. The issue began a couple weeks ago. Patient's implant used to last 3 days but now the implant lasted about a day and a half. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that they are unsure of any contributing factors regarding the implantable neurostimulator (ins) depleting faster. The rep stated that the patient has access to open parameters where they may have increased settings to deplete faster than anticipated. The rep will follow-up with the patient.